Event description:
It was reported that upon interrogation, the pulse generator exhibited noise. The patient experienced phrenic nerve stimulation. No further action was taken. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.